Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch is in response to mw5084278.

Event description:
It was reported via mw5084278 by the patient that they underwent an unknown procedure on (B)(6) 2019 and suture device was used. The device was explanted on (B)(6) 2019. The patient reported that their cheek hurt. No additional information was provided.